Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the ria loan set delivered a defective drive shaft. The drive unit for thrill head was not available. The removal of cancellous bone procedure did not take place. This report is for one (1) drive shaft-minimum 520 mm length-for use with ria. This is report 1 of 1 for (B)(4).

Event description:
It was further reported that the patient was in the operating room and was already anesthetized. The incision was done but the reaming couldn¿t happen because of the broken shaft. No further information provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part # 314.743; synthes lot number: h508452; supplier lot number: h508452; manufacturing site: synthes monument; release to warehouse date: 02-aug-2018; supplier: criterion tool & die, inc.; no ncr¿s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the device was received with the tip broken at the proximal portion of the distal hex feature, confirming the complaint. The fracture was angled, indicating the failure likely occurred during torsion. The broken piece was not returned. No other damage or defect was noted to the remaining features and components of the device. Dimensional inspection: there was not enough material of the device's hex feature to measure the feature's dimensions. The inner diameter of the feature could not be measured due to the received broken condition of the device. Drawing: drive shaft; feature: outer diameter of shaft, just above the distal hex feature; specification: 5.18mm +/-0.025; measurement: 5.181mm; result: conforming; measurement instrument: micrometer. Document/specification review: the following drawings were reviewed during the investigation: drive shaft assembly, drive attachment assembly, drive shaft, no design issues or discrepancies were noted during the investigation. Conclusion: the complaint was confirmed with investigation. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the received condition. As the event conditions were not know, a root cause could not be determined, however, it is likely the device experienced abnormal forces during use. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.